Manufacturer narrative:
A ge service representative performed an on site investigation. The following components were reseated: the stator connections, power relay board and generator interface board. The system was then found to be operating as intended.

Event description:
The customer reported that the system was shutting down without command during a case. There is no report of patient injury associated with this event.